Event description:
The patient was receiving IV hydration prior to chemotherapy via a peripheral IV on the secondary line. The solution as 0.9%nacl being ran at 999/hr. The volume to be infused was 1000ml. The pump began to alarm. The IV fluid bag was empty, and the pump error read "distal air." The nurse noted air through entire primary IV tubing, distal cassette, and to the patient and IV lock. The air should have never passed the cassette.